Event description:
Technician alleged that the brake casters swivel while in brake mode. No pt impact.

Manufacturer narrative:
The technician replaced the locking mechanism on the brake casters to resolve the issue.